Event description:
It was reported that the device failed at suctioning, the dressing was changed and the battery was fully charged. The pump was reset and the device showed again 120 mm hg but was not suctioning. Troubleshooting steps were performed but the issue was not solved and no alarms sounded. Prior to this the device had been functioning properly for two weeks. No further information is available.

Manufacturer narrative:
The device was used in treatment was returned for evaluation, a relationship between the reported event and the device could not be established. Visual inspection of the returned device noted cracked lower and upper casing. Functional evaluation of the device did not reveal any malfunction. Probable root cause may be a connection issue or the dressing integrity is compromised. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances related events of the reported events. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.